Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he has been having issues with the insulin pump and high blood glucose. Customer stated insulin was not coming out during priming. Customer's blood glucose was 243 mg/dl. Customer stated he was priming on (B)(6) insulin did not exit, and device alarmed max filled. Customer's symptoms were thirst and frequent urination. The device had been replaced in sep for high blood glucose. The drive support cap was normal. Small air bubbles were noted but no leaks. Manual prime was performed and insulin did not exit tubing. Some no delivery alarms were noted in the device alarm history file. No further information reported.